Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. Brown particles observed in the device. Wear abrasion observed in the device.

Event description:
Patient reported left-side rupture. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left-side rupture. The device has been explanted and replaced.